Manufacturer narrative:
On april 20, 2021, mentor became aware that patient's surgery has been postponed since patient had a needle biopsy of right breast on (B)(6) 2021. After results are received, surgery will be scheduled, and devices will be returned to mentor for evaluation. Field for health impact code has been updated "recognized procedural complication" and date of explant is removed from field d6b. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant deflation on her left side postoperatively diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2021.